Event description:
It was reported that a 50-year-old asian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed during an office visit. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2023. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: an incorrect statement was included in block b5 in the initial report ¿the reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted.¿ this statement should be replaced with ¿the reported implantation date is after the expiration date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted.¿ on 14-aug-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted at a junction of the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. As the authorization form for examination was not received, the product evaluation lab was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. A second product was received (lot #5548452). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).